Event description:
Device 1 of 2. Ref MFR report# 1627487-2014-02381. It was reported the pt was without stimulation due to the pt's scs lead possibly pulling out of the scs ipg header. Follow up on (B)(6) 2014 identified the pt's ipg was removed on (B)(6) 2014. The pt will undergo a battery replacement and a full revision of her scs system at a late date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.